Event description:
It was reported that the vertical column on the 9800 system would not move. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found that the system keyswitch was jarred to the off position. Turned keyswitch to the on position, and the system functioned as intended.